Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Outcomes attrib. To ae and describe event or problem updated. Ae or product problem corrected from product problem to reported issue is both an adverse event and product problem. (B)(4). Type of reportable event corrected from malfunction to serious injury. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12264. It was further reported that a 3.00mm x 20mm maverick²¿ balloon catheter was also advanced for dilation; however, during inflation, the balloon also ruptured. The device was completely removed from the patient. It was then also noticed that the vessel's blood flow was not good and the blood pressure (bp) dropped. After waiting, patient¿s condition got better. Then a synergy stent was deployed and a non-compliant balloon catheter completed the procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 26cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Functional testing with an inflation device filled with water was used to inflate the balloon to the rated burst pressure for five minutes and found no balloon burst/damage. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks and hypotube separation were attributable to procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.